Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcatheter pulmonary valve replacement approximately 29 years post-implant of a 22 mm ce4300 valved conduit that had failed due to moderate/ severe pulmonary stenosis and mild pulmonary valve regurgitation. The patient presented with decreased exercise tolerance and dyspnea on exertion. During the implant, two 23mm sapien 3 ultra (s3u) valves in this off-label case were used. With the first 23mm s3u that went into body, there was much difficulty getting the valve aligned/mounted on the commander balloon in tortuous anatomy. Once first system aligned, it was discovered that the commander balloon had blood in it when pulling negative on the atrion inflation syringe. The entire system was pulled out as whole with the gore dryseal sheath and the team proceeded with another attempt. On the second attempt, the team was able to get the gore dryseal sheath in a 'better' position and moved forward with a second 23mm s3u. This time, the team opted to mount/crimp the 23mm s3u onto a 22mm x 4.5cm balloon in balloon (bib). They were able to track and successfully deploy the 2nd 23mm s3u within the valved conduit. The patient left in stable condition. Additional information received noted that there was difficulty during both fine adjust and gross alignment but more during the fine adjustment. The problem seemed like balloon leakage, but the fcs can't confirm a pinhole. The event occurred just before inflation, the team noticed blood in the atrion, so they knew the balloon was not usable. With the tortuosity, the team couldn't get the sapien through the existing surgical valve. Fine adjustment of the valve alignment was partially completed. They decided to add a cc of volume to the commander balloon (hoping to pull it off the pa wall or not 'catch' the surgical valve as they tried to pass the device). Once they were able to pass the sapien through the surgical valve, they pulled negative on the atrion to remove the volume that was previously added so they could complete the valve alignment. This is when blood returned into the atrion inflation syringe. There was difficulty withdrawing the delivery system back into the 26f gore dryseal sheath. This occurred when attempting to pull the sapien into the gore dryseal and at the puncture site. It seemed like the sapien was getting stuck at the entry point into the body. They needed to pull the sapien out mechanically with some hemostats. It was able to be removed as a unity and the sapien was at the very distal end of the sheath (outside of the sheath).

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The 3mensio report has been evaluated and determined not relevant for this investigation. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3u valve and the commander delivery system were used with a non-edwards sheath (26f gore dryseal sheath) for transcatheter pulmonic valve replacement (tpvr) procedure. For an intervention of a pulmonic valve replacement by transfemoral approach, s3u valve is not indicated for use. Therefore, it is considered an off-label case. However, the IFU/training manual for s3 valve with commander delivery system for pulmonic valve replacement were reviewed for relevant guidance. The IFU for commander delivery system, pulmonic IFU was reviewed. Instructions include guidance on how to prepare the system, mount and crimp the vale on the delivery system (which includes a section on the gore dryseal flex introducer sheath), and valve delivery. A review of edwards lifesciences risk management documentation was performed for this case. Transcatheter pulmonic valve replacement using the s3u valve is not an indicated use. The risk management file captures risks for indicated device use only. Therefore, the related hazardous situation/harm that occurred in this complaint is not captured in risk management documentation. As such, the review of the risk management file is complete and no further action is required at this time. The complaints for balloon leak, gross alignment, fine adjust, difficulty or inability to withdraw system with valve through non-edwards sheath, difficulty or inability to cross native annulus and/or bioprosthesis, and difficulty or inability to withdraw system with valve through vasculature were unable to be confirmed as no device or applicable imagery were provided for evaluation. Additionally, a review of IFU/training materials revealed no deficiencies. Per event description, 'during the implant, two 23mm sapien 3 ultra (s3u) valves in this off-label case were used' there was much difficulty getting the valve aligned/mounted on the commander balloon in tortuous anatomy.' Additional information received confirming 'there was difficulty during both fine adjust and gross alignment but more during the fine adjustment.' The IFU states that valve alignment on the delivery system should be performed during device preparation, prior to inserting the system into the gore dryseal sheath. In this case, the valve alignment was performed inside the patient, who had severe tortuosity in their anatomy. Performing valve alignment in a non-straight orientation can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. When the thv becomes unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces, creating high tension in the system. This increased tension can consequentially lead to the reported valve alignment difficulties. Additionally, it was unknown whether a 33cm or 65cm gore dryseal sheath was used for the procedure. If the valve alignment was performed inside the sheath, it could have further increased the force required for the valve alignment. As such, available information suggests patient factors (tortuosity) and/or use error (inadequate valve alignment technique) may have contributed to the complaint events. As reported, 'with the tortuosity, the team couldn't get the sapien through the existing surgical valve.' Performing a transcatheter pulmonic valve replacement procedure via the transfemoral approach required navigating through a tortuous s-shaped pathway. The commander delivery system must travel through the inner vena cava, into the right atrium, through the tricuspid valve, and finally to the main pulmonic artery. This tortuous pathway can diminish the maneuverability of the delivery system, resulting in crossing difficulties. In addition, the procedure required the valve to be crimped in an antegrade orientation with the non-skirt outflow area facing distally. This positioning may further increase the risk of device interaction between the valves (metal-to-metal), resulting in crossing difficulties. As such, available information suggests patient factors (tortuosity, pre-existing surgical valve) and/or procedural factors (thv orientation) may have contributed to the complaint event. The event description also stated, 'once first system aligned and [crossed the surgical valve], it was discovered that the commander balloon had blood in it when pulling negative on the atrion inflation syringe' the problem seemed like balloon leakage, but the fcs can't confirm a pinhole. The event occurred just before inflation, the team noticed blood in the atrion, so they knew the balloon was not usable.' Given the reported valve alignment difficulty and the patient's severely tortuous anatomy, it is likely that the crimped valve on the delivery system was non-coaxial with the balloon during alignment. This misalignment may have caused interaction between the valve and the balloon, resulting in the valve frame puncturing the balloon and leading to the reported leakage. Furthermore, the device was manipulated to overcome the crossing difficulty. Actions such as pushing, pulling, rotating, and/or torquing the device can further increase the risk of interaction, resulting in balloon puncture and subsequent leakage. As such, available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section, device manipulation) may have contributed to the complaint event. The event description reported, 'there was difficulty withdrawing the delivery system back into the 26f gore dryseal sheath. This occurred when attempting to pull the sapien into the gore dryseal and at the puncture site. It seemed like the sapien was getting stuck at the entry point into the body.' In this case, the tortuosity of the vasculature likely contributed to the withdrawal difficulty when attempting to pull the delivery system and valve back into the sheath. Tortuosity can create a non-coaxial withdrawal angle between the delivery system and the sheath tip. This can cause the valve to interact with the sheath tip during removal, leading to withdrawal difficulties. Since the valve was not fully retrieved back into the sheath, the exposed valve could interact with and become stuck in the surrounding vasculature as they continued to remove the device from the patient. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal, withdrawal of crimped valve without full re-sheathing) may have contributed to the complaint events. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.